Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked and bleeding lcd glass. Analysis was unable to perform rewind and basic occlusion test with the insulin pump due to lcd physical damage. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the side of the insulin was blacked. The customer's blood glucose was 396 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.